Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00881. It was reported that driveline fault alarms were found while in the clinic for equipment maintenance. The patient denied hearing any alarms at home. The driveline was assessed but no kink or tears were noted. A review of the log files revealed intermittent driveline fault events between (B)(6) 2023. An external driveline repair and controller exchange were performed. During the driveline repair, the driveline was cut approximately 3" from exit site. Tech services removed about 4" of silastic layer, bionate, and copper shielding. Some oxidation to shielding was noted. The technician spliced the brown (damaged wire), green, and orange wires. The patient was swapped to a new driveline without issue. The remaining wires (black, yellow, and red) were also spliced. Another driveline fault occurred on (B)(6) 2023 following the driveline repair. The phase data indicated there was still damage to the brown wire, which is likely internal. The wire is not completely broken and appears to have fluctuating current depending on the patient's position. The patient was discharged home with a power module and ungrounded 14 volt power cable. No plan for a pump exchange was made.

Manufacturer narrative:
Manufacturer's investigation conclusion. Evaluation of the submitted log file confirmed the reported driveline fault alarms; however, evaluation of the returned portion of the driveline did not identify a compromise in the driveline that could have contributed to the driveline fault alarms. The submitted log files captured numerous driveline faults associated with the driveline's brown wire. Pump function was not interrupted by these faults and the system appeared to operate as intended with pump speed remaining at or above the low-speed limit throughout the log files. A distal-end driveline replacement was performed on 02feb2023 and approximately 16¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline as-returned was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was disassembled and visual inspection of the wires confirmed a breach in the insulation of the black wire approximately 12.5¿ from the metal connector. However, the damage to the black wire would not have caused the confirmed driveline fault alarms. The remaining wires showed no evidence of damage, but were submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of damage. Incidental findings: a breach in the insulation of the black wire was identified that would have contributed to the driveline fault alarms. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.